Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the patient experienced bleeding, and the procedure approach was converted to open. The cause of the bleeding, the estimated blood loss, and the specific interventions performed to control the bleeding remain unknown. Following the procedure, the patient was transferred to the ICU and subsequently expired. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review found no non-conformances documented that would be related to this event. The following concomitant products were used during this procedure: 0 degree endoscope, monopolar curved scissors, 2 large needle drivers, prograsp forceps, maryland bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a partial nephrectomy. How the bleeding occurred is not provided. The findings upon opening are not provided nor are the events or details of the post operative course following the procedure but the patient subsequently died. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. .